Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked display window and cracked case near display window corners during visual inspection. The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer already treated for the low readings. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.